Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's occipital lead (off label use) is superficial and may erode through the skin. The pt underwent revision surgery on (B)(6) 2014 where his lead was repositioned. The pt is receiving effective stimulation and the issue is now resolved.